Event description:
It was reported that pump displayed malfunction alarm code 16-0x20e6 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump under warranty, instructed customer to place malfunctioning pump in storage mode, reprogram settings and reconnect continuous glucose monitor on replacement pump, and return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.